Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in the last 2 months, the tubing detachment occurred 6 times while sleeping and he used to change his infusion set at least once a week or so. He woke up in the middle of the night and the tubing from his infusion set would be pulled out at quick release connector. The patient also noticed the old spot from the glue. The site was at the waist, 4 inches above belly button and the pump was located about waist level when he slept and after that who knows where it could be. The infusion was being used for about a week or so. Reportedly, the infusions were stored in closet with an air conditioner. The patient rolled over during sleep and the pump was not dropped with the set connected to the patient's body. No further information available.